Event description:
Same case as MFR#: 2134265-2010-03022, 2134265-2010-03010. It was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement, there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is "ok".

Manufacturer narrative:
(B) (6)(B) (4)

Event description:
Same case as MFR#: 2134265-2010-03022, 2134265-2010-03010 it was reported that during a percutaneous transhepatic cholangiogram and biliary tube placement there were difficulties removing and withdrawing from the catheter. They had a amplatz hi-perf s/s xch/035/180 (bx/1) guidewire in and flushed the flexima biliary reg ro 8f/35cm drainage catheter. While advancing the plastic cannula, the wire and cannula became stuck in the drainage catheter. They tried to pull back and ended up stretching the cannula at the distal marker. They cut the catheter and were able to remove the flexima. They then used a non bsc wire which did not get stuck and used another flexima biliary reg ro 8f/35cm and the plastic cannula became stuck as well. The wire was not in at this time. They force flushed at the hub and the flexima remained inside the patient. They were able to remove the cannula. The procedure was completed with another of the same device. The patient was in great deal of pain and was treated with medication, however, the patient status is 'ok'.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method, result, conclusion: updated device evaluated by manufacturer: residue was present on the catheter device, flexible cannula and guidewire to indicate use. From a visual evaluation, it was found that the catheter device (working length) with suture was cut into two sections and the remaining suture with stopcock key was not returned with the device. The catheter was cut approximately 6.2 cm from the distal end of the heatshrink during the procedure (likely during catheter removal as instructed in the dfu). The exact working length of the catheter could not be measured at this time due to device being cut. Examining the returned flexible stiffening cannula and guidewire, it was found that the flex cannula was broken in to three sections - hub/cap section with the glued extrusion, kinked and stretch extrusion section and remainder of the extrusion section loaded and stretched on the guidewire. The stretched section of the broken flex cannula could not be separated from the guidewire during the evaluation. The coil wire of the guidewire was stretched out (unraveled) and the core wire was sticking out. Based on the product analysis, it appears that distal end of the flex cannula was stuck inside the distal tip of the catheter and during customer's attempt to separate the flex cannula from the catheter, with the guidewire loaded in the device, the flex cannula extrusion kinked, stretched and stuck to the guidewire making it difficult to separate the flexible cannula from the guidewire and the catheter device. The flex cannula extrusion was kinked, stretched out and broke and the coil wire around the core of the guidewire was also stretched (unraveled) likely due to excess force during customer's attempt to separate them. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).